Event description:
Patient's father contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave intermittent out of range signals. The patient's father did not report any medical intervention or injuries. At the time of the call to dexcom technical support the patient reported being in fine condition.